Event description:
The customer reports the device is malfunctioning (the device to fails auto test for charge and shock).

Manufacturer narrative:
(B)(4): the customer reports the device is malfunctioning (the device to fails auto test for charge and shock). The device was evaluated by the philips repair bench and was recreated. The therapy pca was replaced to resolve the problem. All performance assurance tests passed and the device was sent back to the customer for use. There was no reported pt involvement.